Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2021. The most recent information was received on 23-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain / several pains') in a 40-year-old female patient who had essure (batch no. C26933) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced asthenia ("loss of energy"), presbyopia ("vision problems: premature presbyopia"), tinnitus ("hearing problems / hearing problems (tinnitus)"), premature menopause ("early menopause"), tooth infection ("recurring dental problems / repeated dental infections") and depression ("depression") and underwent tooth extraction ("tooth extraction"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain/ lots of back problems"), hypersensitivity ("strong allergic reactions (red marks)"), fatigue ("fatigue"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory") and insomnia ("insomnia"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, back pain, hypersensitivity, asthenia, fatigue, presbyopia, tinnitus, premature menopause, tooth extraction, tooth infection, depression, disturbance in attention, amnesia and insomnia outcome was unknown. The reporter considered amnesia, asthenia, back pain, depression, disturbance in attention, fatigue, hypersensitivity, insomnia, pelvic pain, premature menopause, presbyopia, tinnitus, tooth extraction and tooth infection to be related to essure. Batch no c26933 production date 2014-02-17 expiration date 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jun-2021: case (B)(4) (FDA MFR number: 2951250-2021-02642) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case: reporter information, essure removal date (B)(6) 2021) and events back pain, pain, allergic reaction, fatigue, loss of concentration, loss of memory, insomnia and vision problems. Furthermore, the event hearing problems was updated to tinnitus, and the event recurring dental problems updated to dental infection. The company causality of the event asthenia was considered unrelated, and event downgraded to non-serious incident. Pain considered as serious incident due to essure removal. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(6) on 22-feb-2021. The most recent information was received on 23-jul-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / several pains") in a 40 year-old female patient who had essure inserted (lot no: c26933) for contraception. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (3 children born in 2005, 2007 and 2012). As concurrent condition the report mentioned taste metallic. On (B)(6) 2014, the patient had essure inserted. In 2015, she experienced asthenia ("loss of energy"), presbyopia ("vision problems: premature presbyopia"), tinnitus ("hearing problems / hearing problems (tinnitus)"), premature menopause ("early menopause"), tooth infection ("recurring dental problems / repeated dental infections") and depression ("depression") and underwent tooth extraction ("tooth extraction"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain/ lots of back problems"), hypersensitivity ("strong allergic reactions (red marks)"), fatigue ("fatigue / exhaustion-type chronic fatigue"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), insomnia ("insomnia"), rash macular ("red patches on the skin"), neuralgia ("neuralgia"), visual impairment ("quick decrease in vision"), deafness ("hearing loss with hearing aids") and cognitive disorder ("cognitive disorder"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the tooth infection had resolved. The outcomes for pelvic pain, back pain, hypersensitivity, asthenia, fatigue, presbyopia, tinnitus, premature menopause, tooth extraction, depression, disturbance in attention, amnesia, insomnia, rash macular, neuralgia, visual impairment, deafness and cognitive disorder were unknown. The reporter considered amnesia, asthenia, back pain, cognitive disorder, deafness, depression, disturbance in attention, fatigue, hypersensitivity, insomnia, neuralgia, pelvic pain, premature menopause, presbyopia, rash macular, tinnitus, tooth extraction, tooth infection and visual impairment to be related to essure administration. The reporter commented: essure was inserted on (B)(6) 2014. Mention of insertion on the right and then on the left. One intrauterine coil on the left seen at the level of the tube and 3 coils on the right. No complication. The patient requested medical expertise and considered her symptoms related to essure the patient had serious and extremely symptoms which could not be explained by a possible medical history. Since the removal, the patient said that she had a new life and symptoms stopped. The patient talked about her experience in the press. Batch no: c26933, production date: 2014-02-17, expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jul-2024: medical record received. New events red patches on the skin, neuralgia, quick decrease in vision, hearing loss & cognitive disorders were added. Patient medical history updated. Patient date of birth added. Reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2021. The most recent information was received on 26-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of asthenia ('loss of energy') in a 40-year-old female patient who had essure (batch no. C26933) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced asthenia (seriousness criterion medically significant), back disorder ("lots of back problems"), presbyopia ("premature presbyopia"), auditory disorder ("hearing problems"), premature menopause ("early menopause"), depression ("depression") and tooth disorder ("recurring dental problems") and underwent tooth extraction ("tooth extraction"). At the time of the report, the asthenia, back disorder, presbyopia, auditory disorder, premature menopause, depression, tooth extraction and tooth disorder outcome was unknown. The reporter provided no causality assessment for asthenia, auditory disorder, back disorder, depression, premature menopause, presbyopia, tooth disorder and tooth extraction with essure. Batch no c26933 production date 2014-02-17 expiration date 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2021. The most recent information was received on 28-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain / several pains') in a 40-year-old female patient who had essure (batch no. C26933) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced asthenia ("loss of energy"), presbyopia ("vision problems: premature presbyopia"), tinnitus ("hearing problems / hearing problems (tinnitus)"), premature menopause ("early menopause"), tooth infection ("recurring dental problems / repeated dental infections") and depression ("depression") and underwent tooth extraction ("tooth extraction"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain/ lots of back problems"), hypersensitivity ("strong allergic reactions (red marks)"), fatigue ("fatigue"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory") and insomnia ("insomnia"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, back pain, hypersensitivity, asthenia, fatigue, presbyopia, tinnitus, premature menopause, tooth extraction, tooth infection, depression, disturbance in attention, amnesia and insomnia outcome was unknown. The reporter considered amnesia, asthenia, back pain, depression, disturbance in attention, fatigue, hypersensitivity, insomnia, pelvic pain, premature menopause, presbyopia, tinnitus, tooth extraction and tooth infection to be related to essure. Batch no: c26933, production date: 2014-02-17 and expiration date: 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of asthenia ('loss of energy') in a (B)(6) year old female patient who had essure (batch no. C26933) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced asthenia (seriousness criterion medically significant), back disorder ("lots of back problems"), presbyopia ("premature presbyopia"), auditory disorder ("hearing problems"), premature menopause ("early menopause"), depression ("depression") and tooth disorder ("recurring dental problems") and underwent tooth extraction ("tooth extraction"). At the time of the report, the asthenia, back disorder, presbyopia, auditory disorder, premature menopause, depression, tooth extraction and tooth disorder outcome was unknown. The reporter provided no causality assessment for asthenia, auditory disorder, back disorder, depression, premature menopause, presbyopia, tooth disorder and tooth extraction with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.